Manufacturer narrative:
Rayner reports the following investigation findings: our review of production records for the c-flex advance aspheric adv970 iol (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the mother of manufacture of the c-flex advance aspheric adv970 iol ((B)(4)) was carried out in order to determine if any trends existed. This review concludes that no other reports, of any nature, have been received against the c-flex aspheric advance adv970 iol (B)(4) .

Event description:
Rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred during use of a c-flex advance aspheric adv970 intraocular lens (iol). The healthcare professional reports that a cut was observed on the lens optic following implantation of the lens into the eye. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-00066.